Event description:
Event description guidant received information that this chronic implantable cardioverter defibrillator (ICD) and chronic ventricular implantable lead exhibited increased, out of range pacing impedance measurements. A chest x-ray was performed and a lead fracture was not noted.